Event description:
Cpi received info that these two pmi leads were removed from service due to noise on the lead. Electively the entire lead system was also removed. A down size plus lead was implanted.